Event description:
The patient had withdrawal and underdose symptoms of flu-like symptoms and lack of pain relief. The patient was using oral medication to substitute for the intrathecal drug delivery and that helped ease the withdrawal symptoms. An MRI was done and it was determined that there was a leak in the catheter at the connection. On (B)(6) 2015, the patient was taken into surgery for a catheter revision. The physician was not able to get csf (cerebrospinal fluid) flow back and the catheter was replaced. During the procedure, after disconnecting the old pump from the catheter it looked like the pump port had broken off; however, it was determined that the inner metal of the sutureless connector was stuck on the pump connector pin. The pump was then also replaced during the procedure. The patient status was reported as ¿alive-no injury¿. The patient was doing fine with no withdrawal symptoms following the pump and catheter replacement. The device system was delivering morphine and clonidine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: 2001-(B)(6), product type: catheter. Product ID: neu_unknown_cath, serial# unknown, explanted: 2015-(B)(6). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Device evaluation summary: analysis of the 8709 model catheter piece found ¿no significant anomaly ¿ acceptable testing ¿ catheter incomplete¿. Analysis of the unknown model sutureless connector found ¿difficulty with sutureless connector led to explant¿. There were marks on the sides of the retaining ring that are consistent with having been made by a tool. There was slight damage seen on one of the retaining ring fingers. There were indents seen in the other retaining ring finger. The indents are higher up on the retaining ring finger which is not typical.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.